Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged during use. This occurred on (B)(4) separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased."

Manufacturer narrative:
H.6 investigation summary: three used samples were received by our quality team for evaluation. Upon visual inspection, peelback was observed; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. The catheter tip integrity could be due to the peelback of catheter. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material.for the reported phlebitis, the endotoxins test results for this batch has been reviewed and it is within the acceptance criteria. Therefore, the root cause cannot be determined. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the neoflon 24ga 0.7mm od 19mm l india catheter tip was damaged during use. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "during insertion peel off issue also tip damage in many of the cases as told by end user. Cases of phlebitis increased."